Event description:
Customer reportedly, received the following results on the advantage system within 10 minutes: 185 mg/dl, 97 mg/dl, 145 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.